Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that medication leaked from a bd ultra-fine¿ ii insulin syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7086618. A review of the device history record was completed for batch # 7086618 all inspections were performed per the applicable operations qc specifications. Two investigations were carried out. (B)(4) investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that when aspirating the insulin with the plunger, it comes back automatically, causing the leakage of insulin. The returned syringe was tested and was not able to draw properly. The sample was then wired and the wire was not able to pass through the cannula. This indicates that there is an adhesive clog in the cannula. (B)(4) investigation summary: on 13feb2018, (B)(4) received one (1) loose 0.3ml, 8mm syringe from reported batch# 7086618. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe (B)(4), similar findings to those documented during initial investigation performed at bd (B)(4) were noted. Due to the nature of the clog, the material was unable to be identified which was inside the cannula causing the clog. Probable root cause likely to be a small portion of adhesive with is partially blocking the cannula fluid pathway. Cycle testing performed on the plunger rod/stopper showed that the clog allowed for partial aspiration/expiration of air during evaluation at bd (B)(4). Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.